Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would not turn and was not working was confirmed. An assessment was performed and it was observed that the device had no power. It was noted that there was corrosion inside the unit, the bearing was broken, and the shaft was corroded inside the housing. The assignable root cause was determined to be component wear from normal use and mechanical/electrical components from repeated sterilization over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported during an unspecified surgical procedure, it was observed that the small battery drive device was not working. According to the report, the device would not turn, and went into ¿fail¿ mode. It was reported that there was no delay in the procedure due to the event and an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.